Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up vvi mode due to device battery voltage below end-of-life (eol) level. This was due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator went abruptly from elective replacement indicator (eri) to end of life (eol). The device was removed and replaced.